Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: myocardial infarction. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2008. Post procedure, the patient experienced a myocardial infarction. No treatment was performed. No additional event or patient information is available.

Manufacturer narrative:
.